Event description:
Unsuccessful attempt at stenting the distal right coronary artery resulting in a stent balloon that would not inflate initially, then would not deflate. The balloon was intentionally ruptured at 25 atm in order to remove it. It became stuck on the stent and fractured off the catheter during removal attempt. Emergency intra-aortic balloon pump placed. The pt was transferred to the cardiac operating room for emergent single vessel coronary bypass for evolving infarction secondary to acute closure of right coronary artery due to interventional mishap. The balloon tip and stent remain in coronary vessel.